Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the device ¿went on (advanced) without activating the staples in this resection,¿ was the tissue cut (device cut the tissue without stapling)? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that when firing the gst60g load, it went on (advanced) without activating the staples in this resection.